Manufacturer narrative:
H6 evaluation conclusion codes: corrected e1 initial reporter facility name: (B)(6) university the device was returned for analysis. Visual inspection revealed the sheath was kinked. No damages or failures were observed on the catheter code board assembly. Microscopic inspection revealed the guidewire exit port and tip were in good condition. Impedance testing showed an electrical open 0-10 cm at the distal end of the catheter. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The catheter was properly recognized by the imaging system when plugged into the motor drive unit and no connection issues or errors were detected during its testing.

Event description:
It was reported that a catheter issue occurred. The 94% stenosed, 12 x 2.75 mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross imaging catheter was selected for use. During the procedure, while the device was outside the patient, a fracture occurred. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that a catheter issue occurred. The 94% stenosed, 12 x 2.75 mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross imaging catheter was selected for use. During the procedure, while the device was outside the patient, a fracture occurred. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) university. The device was returned for analysis. Visual inspection revealed the sheath was kinked. No damages or failures were observed on the catheter code board assembly. Microscopic inspection revealed the guidewire exit port and tip were in good condition. Impedance testing showed an electrical open 0-10 cm at the distal end of the catheter. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The catheter was properly recognized by the imaging system when plugged into the motor drive unit and no connection issues or errors were detected during its testing.

Event description:
It was reported that a catheter issue occurred. The 94% stenosed, 12 x 2.75 mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross imaging catheter was selected for use. During the procedure, while the device was outside the patient, a fracture occurred. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.